Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery including removing the talus for reasons that are not available at the time of this report.

Manufacturer narrative:
Please note the corrections made to the h6 device code, results code, and conclusion code: the reported event was confirmed, based on available medical records and professional healthcare expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. " the tibial component is loosened and has migrated proximally anterior. It shows radiolucency and cavities. The pe cannot be assessed directly as it is not visible in the CT scan. A loosening in the given situation is likely. The talar component shows some radiolucence, and smaller cavities. Loosening and migration tibial and of the pe. The talar component does not show clear signs of loosening or migration , it is possible, but information is insufficient, here. That is also true for infection. Pe is attached to the tibial component, we have to assume, that it is dislocated with it. What we cannot answer is, whether it has separated from the tibial component as well. As the pe is attached to the tibial component it follows the loosening. However, that does not mean, that it is loosened from the tibial component or in any way separated.¿ based on investigation, the root cause was attributed to a patient related issue. Failure was caused by presence of cavities near both tibial and talar component. Furthermore, the tibial component has migrated to proximally anterior side. Since the pe liner is attached to tibial component most likely it followed the loosening of tibial tray and dislocated. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : change to remains implanted in the patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery including removing the talus for reasons that are not available at the time of this report.